Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon portion of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The same screws are used for each replacement of the celcon component. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor broke in half while using.